Event description:
It was reported that a 270cc painpump cracked and sprayed marcaine all over the dr's back and onto the floor. This occurred after the pump was filled to the recommended volume. No one was injured. There was a 15 minute delay in surgery.